Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Event description:
It was reported the customer had cracks on their insulin pump. Customer stated the cracks were on the edge of the battery cap and on the reservoir and battery compartment. It was also found there were cracks on the window of the reservoir compartment and where the belt clip locks on to the insulin pump. The customer was unsure how the damage had occurred. Customer's blood glucose was 136 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.